Manufacturer narrative:
An osseotite certain implant (xifosm313) was returned with a certain straight healing abutment (ismha33) engaged into the drive feature. Visual inspection of the as received products identified signs usage around the external threads and the collar. The abutment had evidence of wear around the cuff and the hex. There was the presence of debris material in the abutment's hex. A device history review was performed and no related nonconformances were noted that could not have caused or contributed to the reported event. Further, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. It is recommended that implants less than 4mm diameter not be placed in the posterior regions. Biomet 3i restorative manual, instrm rev b 10/15. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) (B)(4)/2015. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant reported that the ¿healing abutment appeared to have cold-welded to the implant making separation impossible¿. The complaint was confirmed through visual and functional inspection of the as received products. The root cause could not be determined. (B)(4).

Event description:
The dentist reported that while trying to remove the abutment (ismha33 ) from the dental implant (xifosm313 ) he was not able to remove the healing abutment and consequently had to remove the implant.